Event description:
It was reported that the customer was hospitalized with a high blood glucose of 450 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The caller stated that the drive support cap was protruding. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a button error alarm due to corroded keypad traces. Unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to the button error alarm. No damage to the drive support disk was noted. The insulin pump had broken battery tube threads.